Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that lost image occurred. During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was used to view an unspecified lesion. It was then noted that the image was lost. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, device analysis revealed a hole at the sheath lap joint area of the catheter.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was returned for analysis. Evaluation of the returned device revealed that a kink was observed in the sheath assembly at 72.5cm from femoral marker at the distal end. The telescope assembly was not able to properly pull back, advance, or retract. Since the telescope cannot advance the transducer distal housing (tdh) to the most distal position, the distance from the distal end of the transducer housing to the tip of the catheter was not measured. An open hole at the lap joint sheath assembly was observed. During flushing, fluid was leaking at the sheath lap joint junction between the blue sheaths and clear imaging window tubing. Impedance testing finds the device is capable of imaging properly. Full image characterization testing cannot be performed based on the returned condition of the catheter. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).